Manufacturer narrative:
Main investigation conclusion: review of the submitted log file confirmed low speed alarms while the patient was supported by the power module. Although a specific cause for the low speed events could not be conclusively determined, based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 17 ¿patient management¿ discusses damage due to wear and fatigue of the driveline. This section also contains a section on ¿caring for the percutaneous lead¿ and provides possible indications of driveline damage as well as how to respond to such events. Section 13 "system monitor" (under ¿alarms screen¿) outlines hazard and advisory alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook rev. C, is also currently available. The section entitled ¿important precautions¿ includes information on possible indications of driveline damages and instructs to ¿call your doctor if you notice a change in how your pump works, sounds, or feels.¿ the section entitled ¿living with your heart pump¿ contains information on caring for the driveline. The section entitled "how does it work" (under ¿the system controller¿) outlines system controller alarms as well as how to respond to each alarm condition. The controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. On (B)(6)2021, the speed decreased below the low speed limit and a low speed advisory was captured. The speed ramped back up to the set speed without issue until another low speed event on (B)(6) 2021. The speed again ramped back up without issue and remained at the set speed until the end of the file. No further notable events were captured, and the pump otherwise appeared to operate as intended. The submitted x-rays were unremarkable. An areas of driveline wire compromise could not be confirmed via the submitted x-ray images. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6) support with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) contains information regarding caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, the device history record for driveline, serial number (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the low speed advisory alarms could not be identified. The patient remained on an ungrounded patient cable without recurrence of low speeds.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the left ventricle assist device (lvad) clinic. Several low-speed advisories on lvad interrogation, with speed drops as low as 5500rpm. A review of the logfile revealed a speed drop on 03jun2021 and 07jun2021. There was not enough log file evidence to confirm the cause of the speed drops but possible causes included something passing through the pump or a driveline short to shield since the speed drops occurred while connected to the power module. It was noted that the patient was at times sleeping on battery power which is not recommended. Additional information communicated reported that the patient was doing well with mean arterial pressure stable and somewhat above goal. The patient had x-ray imaging completed on 15jun2021. The logfiles and x-rays were unremarkable. The patient remained on an ungrounded cable without known further recurrence of low-speed drops.